Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pump for irrigation dessi (mcen80) was defective and stopped working after the purge. The fuse was blown during surgery. In addition, the variation button was missing. It was reported that the device was not in contact with the patient. No patient injury, death or significant increase in surgery time occurred.

Manufacturer narrative:
The initial MDR was submitted in error as the pump for irrigation dessi (mcen80) is not sold for use in the united states of america. As a result, no investigation results are required to be submitted for this event. At present, we consider this complaint to be closed.